Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reports patient allegations of pain and bone/tissue damage. Subsequently, patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reports patient allegations of pain and bone/tissue damage. Subsequently, patient was revised on (B)(6) 2012. The modular head and taper adapter were removed and replaced. Additional information provided in patient medical records indicates the right hip revision on (B)(6) 2012 was due to pain. The patient's operative report noted brownish-colored fluid. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.